Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 387345, lot# v009263, implanted: (B)(6) 2008. Product type: screening device: product ID 3389s-40, lot# v090728, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Additional information stated there were no reported issues on this device. The patient's device remains implanted and the issues stated in the initial report refer to the patient's other device. Reference manufacturer's report #3004209178-2013-04091 for any additional information regarding the patient's other device.

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported that all electrode pairs on the patient's implantable neurostimulator (ins) system had impedances >40000 ohms except pair 2-3, which was 1500 ohms. The patient had a loss of therapeutic effect and a revision surgery was planned for that day. The company representative believed the patient had a surgical procedure since receiving the ins, but that could not be confirmed. It was later reported by the company representative that revision surgery occurred and the ins was checked during surgery. The ins was removed and the extension impedances were measured and found to be within range. The cause of the high impedances was determined to be a faulty ins and the ins was replaced. The system functioned properly after the replacement. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.